Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Event description:
The manufacturer received information related to a simplygo mini oxygen concentrator. The device was returned to third party service center. The service center reports that the power connector is damaged, compressor is emitting black dust, sieve beds are low. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer received information related to a simplygo mini oxygen concentrator. The device was returned to third party service center. The service center reports that the power connector is damaged, compressor is emitting black dust, sieve beds are low. If any additional information is received, a follow up report will be filed. **UDI related data quality updates only** the UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.